Event description:
Two separate kits opened on the same day. First kit had a shattered syringe in it. Second kit the glass syringe was "sticky" and would not compress the last cc of saline. Ref report: mw5159242.